Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Test strips will not be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 92 mg/dl (performa), 183 mg/dl (instant), 139 mg/dl (performa), and 85 mg/dl (instant).